Event description:
As reported by the field, this was a coil embolization of right anterior communicating artery aneurysm with combination use of pulserider aneurysm neck reconstruction device (product code/lot unknown). Approach to the target lesion was achieved with no problems, and initiated coil embolization with combination use of the pulserider. After the coil embolization was completed and attempted to detach the pulserider, failed to detach it. Checked if the pulserider was properly positioned, the detach box was turned on and off and replaced it with another new one, and then replaced the cable with another new one, but could not detach the pulserider. Therefore, the pulserider was replaced with another new one. The procedure was completed successfully. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices are phenom microcatheter.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d3: the product catalog and lot numbers were not reported; UDI unavailable. Section e1: initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received indicated that the detachment control box did not show a ¿fault¿ when connected with the arnd system inserted into patient? -. There was no procedural delays clinically significant delay. The internal carotid (ic) was relatively severe tortuous. The aneurysm was wide neck, compaction case. Complaint conclusion: as reported by the field, this was a coil embolization of right anterior communicating artery aneurysm with combination use of pulserider aneurysm neck reconstruction device (product code/lot unknown). Approach to the target lesion was achieved with no problems, and initiated coil embolization with combination use of the pulserider. After the coil embolization was completed and attempted to detach the pulserider, failed to detach it. Checked if the pulserider was properly positioned, the detach box was turned on and off and replaced it with another new one, and then replaced the pulserider accessory cables (prdsacd, 30885291) with another new one, but could not detach the pulserider. Therefore, the pulserider was replaced with another new one. The procedure was completed successfully. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices are phenom microcatheter. Additional information received indicated that the detachment control box did not show a ¿fault¿ when connected with the arnd system inserted into patient? -. There was no procedural delays clinically significant delay. The internal carotid (ic) was relatively severe tortuous. The aneurysm was wide neck, compaction case. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the pulserider instructions for use (IFU): do not fully deploy and retrieve the implant more than 3 times. Excessive deployment cycles of the anchor section of the pulserider may reduce the radial force of the device which could impact the implant stability. Increased detachment time may occur when the delivery wire and microcatheter markers are not properly positioned, there is improper setup of continuous flush, embolic coils are present, or connections between detachment power supply and delivery wire or patien¿s groin (return electrode) are poor. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.